Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was confirmed. Upon evaluation, the monitor will not power up. The cause of this was a damaged j1 battery connector the ca. Additionally, the monitor case was dented at the battery well. The root cause of the damaged j1 battery connector cannot be positively identified. No adverse event resulted from the damaged monitor.